Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of the stored electrograms revealed the right atrial led exhibited noise and intermittent undersensing; all other electrical values were checked and were within range. No intervention or additional information was reported.